Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, iols shifted or rotated off axis.it appears that several show signs of have scarred into place and then rotated after the scarring process had begun. Additional information was received as surgeon has re positioned the lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. A photo was provided of the lens in the eye. The toric axis marks were clearly observed. It cannot be confirmed if the lens photo was taken before or after the indicated repositioning by the surgeon. A confirmation of ¿shifted¿ cannot be made from the photo because the intended axis for this patient's implantation was not indicated. Product history records were reviewed and documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. A photo was provided of the lens inside the eye. A confirmation of the reported complaint of iol(intraocular lens) shifted cannot be determined because it is unknown what the intended axis was selected for this patient, and it is unknown if the photo was before or after repositioning. The product remained in the eye. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow up information. File will be reopened if new information or the sample becomes available. The manufacturer internal reference number is: (B)(4).